Event description:
As reported: this was the third session of af ablation. After creation of la voltage map and roof ablation, the physician ablated mitral isthmus from la endocardium with using mobicath sheath. The block line was not completed, so the physician ablated mitral isthmus broadly. The cs potential was not split, and the physician ablated from cs. After that the physician ablated from la endocardium again, then the blood pressure dropped down and pericardial effusion was found by body surface echo. The cardiac drainage was performed with arterial blood, but the perforated site was unknown. This made the patient recover, so the patient was back to hospital room.